Event description:
Patient's device settings were being increased when a current not delivered message was observed. The patient was re-interrogated and the output current was noted to be low. The session was once again ended and the patient was re-interrogated. Diagnostics were performed and noted to be ok. It was noted that the patient was not symptomatic. No other relevant information has been received to date.